Manufacturer narrative:
Additional, changed, and/or corrected data: b.3, d.1, d.2, d.4, g.1, g.4, h.6 device evaluation: visual analysis of the photographs identified a device with rupture is observed.

Event description:
Healthcare professional reported "damaged" device. Side unknown. This relates to the right side record. The device has been replaced.

Event description:
Affected side is right.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "damaged" device.

Event description:
Healthcare professional reported "damaged" device. Side unknown. Device has been explanted and replaced.